Event description:
Baxter reports "priming error" during use of several homechoice sets, indicating incomplete prime of the patient line. No patient injury or medical intervention was required per affiliate.